Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex biliary fully covered stent was implanted in the common bile duct to treat a benign biliary duct stricture during a procedure performed on an unknown date. On (B)(6) 2023, an endoscopic retrograde cholangiopancreatography (ercp)with stent removal procedure was performed. During the procedure, the stent wire broke, and the stent was unable to be removed. A plastic stent was implanted inside the wallflex biliary stent and the patient was re-scheduled for another procedure to remove the stent. There were no patient complications as a result of this event. The patient was expected to fully recover.